Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a prime rewind on the insulin pump. The customer's blood glucose level was 169 mg/dl. The customer got a33 when trying to fill the insulin pump. The customer states that it is possible that insulin pump was dropped or bumped prior to the a33 alarm occuring. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue us of the insulin pump and revert to a back up plan per healthcare provider instructions.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor. No prime alarm noted during testing. The insulin pump was unable to perform basic occlusion, occlusion, prime and displacement test due to no prime alarm. The insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corner and cracked battery tube threads.